Event description:
(B)(4).

Manufacturer narrative:
Document review: versafitcup cc trio shell cementless size 58: ref (B)(4) / lot 135973 ((B)(4)): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. Total of (B)(4) belonging to this lot have been already sold without any other similar incident. Versafitcup cc hc uhmwpe liner (k103352): ref (B)(4) / lot 136293 ((B)(4)): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. Total of (B)(4) liners belonging to this lot have been already sold without any other similar incident. Amistem h cementless femoral stem size 6 lat (k093944): ref (B)(4) / lot 132647 ((B)(4) stems produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. Total of (B)(4) stems belonging to this lot have been already sold without any other similar incident. Ceramic ball head 0 32 m, manufactured by ceramtec (B)(4) and distributed in (B)(4) (not FDA cleared): code 38.49.7175.675.00 lot 7010866659: medacta bought (B)(4), without any other similar incident. Ceramtec confirmed that their batch record was ok, including sterilization documents. From the info collected, there are no evidences that the infection is device related.